Event description:
The user reported a decrease in volume around the middle of may. The user was re-implanted with a shorter electrode array on the 28th august.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition 2 electrodes were found extra-cochlear at explantation, however a full insertion was reported at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in volume around the middle of may.